Event description:
A report was received that the patient's ipg and lead sites are overheating and the heat becomes unbearable. The patient's burning symptoms have not gotten better and she has not been able to use her device. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg and lead sites are overheating and the heat becomes unbearable. The patient's burning symptoms have not gotten better and she has not been able to use her device. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg and lead sites are overheating and the heat becomes unbearable. The patient's burning symptoms have not gotten better and she has not been able to use her device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan - surgical lead, 50cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).